Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal failed to deploy. The complaint is confirmed.